Event description:
The customer reported clear fluid leaked from the coulter lh 750 hematology analyzer. The volume of the leak is unknown but the customer indicated that the leak was contained within the instrument. The customer also stated that the latron primer was high and the instrument generated "aperture voltage below limit" errors. The customer was wearing personal protective equipment consisting of gloves, goggles, and gown at the time of the event and no injury or direct exposure to the leak was reported. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse evaluated the instrument and discovered a clear leak due to a disconnected tubing at the differential mixing chamber. The fse rerouted and reattached the tubing to resolve the leak and the error messages. The fse verified the repair as per established procedures and results met published specifications. (B)(4).